Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urgency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03225. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat pelvic pain, stress urinary infection, posterior apical defect, and pelvic organ prolapse and a sling was implanted. Concomitantly the patient underwent a laparoscopic-assisted supracervical hysterectomy/posterior mesh mid urethral sling. Patient underwent mesh revisions on (B)(6) 2010; sling release with cystoscopy due to partial urinary retention and on (B)(6) 2012; peri-urethral bulking with three vials of coaptite from boston scientific due to stress urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.